Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4), this site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was foreign material found in a 20ml bd¿ syringe with needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported there was foreign material found in a 20ml bd¿ syringe with needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: 1 sample was returned to sbdm, lot number 1801312. Fm was noticed in the barrel. Infrared spectrometry (ir) analysis: since the fm is broken into pieces, sbdm conducted ir on 3 pcs of fm. The results shows the material of fm was polypropylene, the same material of plunger. House sample inspection: sbdm inspected 30 pcs house sample from lot 1801312, no fm was observed. DHR review: sbdm reviewed the manufacturing record for lot 1801312, no abnormality was observed. Customer complaint review: sbdm reviewed complaint record for lot 1802312, there are no repeated same issue from other customer. Investigation conclusion: from investigations, the plunger component is molded at very high temperature (200; 220) in the injection process. The likely cause is due to high temperature, carbide of pp (raw material) might occurred and got stuck on the plunger during plunger injection process. Corrective actions: sbdm had quality training on this customer complaint for syringe assembly line workers and quality inspectors. Sbdm will implement tightened product & process inspection and strengthening quality inspection for syringe manufacturing process. Sbdm have checked the injection molding machine for plunger manufacturing and have cleaned/rearranged the production floor and its surrounding areas. Sbdm have implemented 100% visual inspection on syringe packaging process, and also had retrained on inspection method for packaging inspector due to this complaint case effective 25 jun 2018. From investigations, ir analysis shows the fm to be polypropylene, the same material of plunger. The plunger component is molded at very high temperature(200; 220) in the injection process. The likely cause is due to high temperature, carbide of pp (raw material) might occurred and got stuck on the plunger during plunger injection process. Subquently, the carbide pp inflowed into the barrel from the plunger during the syringe assembly process of barrel and plunger.

Event description:
It was reported there was foreign material found in a 20ml bd¿ syringe with needle. There was no report of exposure, serious injury or medical intervention.